Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device wasn't passing calibration for an error 80 expected 6 actual 28. Device had a failed mixing pump and since the 2000 hour pm was due. Biomed would be sending it for service under warranty. Per sample evaluation results on 20may2024, it was reported that there was lifted tank seals found in an arctic sun device during the depot repair.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device wasn't passing calibration for an error 80 expected 6 actual 28. Device had a failed mixing pump and since the 2000 hour pm was due. Biomed would be sending it for service under warranty. Per sample evaluation results on 20may2024, it was reported that there was lifted tank seals found in an arctic sun device during the depot repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device wasn't passing calibration for an error 80 expected 6 actual 28. Device had a failed mixing pump and since the 2000 hour pm was due. Biomed would be sending it for service under warranty. Per sample evaluation results on 20may2024, it was reported that there was lifted tank seals found in an arctic sun device during the depot repair.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Confirmed during decontamination the reported cooling problem. Installed test mixing pump to cool. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device wasn't passing calibration for an error 80 expected 6 actual 28. Device had a failed mixing pump and since the 2000 hour pm was due. Biomed would-be sending it for service under warranty. Per sample evaluation results on 20may2024, it was reported that there was lifted tank seals found in an arctic sun device during the depot repair.